Event description:
It was reported that; performed a surgery on a patient back in 2016 using a thoraco-lumbar-iliac screwing from a consignment and a loaner for the iliac part. On (B)(6) 2017, performed a revision surgery on this patient by implanting a cage in anterior and in posterior for a compression layout. Between these 2 dates, a stem of the iliac screwing detached from the stem-stem connector that made the link with lumbar screwing. The surgeon took the opportunity of the revision surgery to put back the iliac lumbar connection in place by changing the stem-stem connector as well as the stem.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: visual inspection of the device show that the device was returned in two pieces, with the blocker disengaged from the connector. No relevant manufacturing issues were identified. Conclusion: the plausible root cause of the event is determined to be a loose construct due to over tightening and rod not being seated in the device.

Event description:
It was reported that; performed a surgery on a patient back in 2016 using a thoraco-lumbar-iliac screwing from a consignment and a loaner for the iliac part. On (B)(6) 2017, performed a revision surgery on this patient by implanting a cage in anterior and in posterior for a compression layout. Between these 2 dates, a stem of the iliac screwing detached from the stem-stem connector that made the link with lumbar screwing. The surgeon took the opportunity of the revision surgery to put back the iliac lumbar connection in place by changing the stem-stem connector as well as the stem.